Event description:
It was reported that the patient called the clinic after hearing their device beeping. There was high pacing impedance and a suspected fracture on the right ventricular (rv) lead. During the explant procedure, there was a tear to the superior vena cava (svc) and the patient had to have an open chest procedure to repair. The lead was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. An rv pacing impedance alert occurred on 2013-(B)(6). The maximum ventricular pacing impedance rose from an approximate baseline of 520 ohms to greater than 16,000 ohms the week ending 2013-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action and returned product testing found the device did perform as described in the field action. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was one patient alert for rv pacing lead impedance greater than 3000 ohms on 2012 (B)(4). The weekly pace lead trend data shows and abrupt increase for maximum ventricular pacing impedance equal to a 520 to 16382 ohms range between 2013 (B)(4) and 2013 (B)(4). (B)(4).